Event description:
It was reported that the healthcare provider (hcp) attempted to interrogate the implantable neurostimulator (ins) and received a message stating that the programmer was not bonded. The hcp had not seen this message before. The programmer was found to be the patient¿s older programmer, which was not bonded with the current implant. The patient confirmed that she put the programmer away, thinking that it was the older programmer. It was also reported that the ins was working fine until recently. The ins was found to be off when the patient came in for the appointment. The hcp thought having the off button so close to the sync button was a ¿design defect.¿ additional information received reported that the patient was not satisfied with the plan. It was indicated that there was a revision. There was no information to suggest which product was revision or if any was replaced. No revision date was given. There was no patient injury.

Event description:
Additional information received reported that the lead was not in a good position. It was stated that there was a revision and replacement. It was unclear if the revision was planned or if it had already taken place. The patient was reportedly seen at the beginning of (B)(6) 2013. There was no required hospitalization and no patient injury.

Event description:
Additional information received reported that the only information the healthcare provider (hcp) had was that the patient was seen at the clinic by a manufacturer representative in early december.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va051ye, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).